Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the leak from quick disconnect 9 on the diff module. The fse reconnected and tightened the quick disconnect resolving the leak. Upon recur; the failure mode identified could generate erroneous diff/retic results. (B)(4).

Event description:
The customer reported approximately 10 mls of cleaner leaked under their lh750 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.